Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the last 4mm of the coil delivery wire broke. The broken device was retrieved out of the microcatheter. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned contained within the introducer sheath. Visual inspection of the device revealed that the delivery wire was broken/ fractured at 12mm from the proximal end . The delivery wire was kinked at 16cm from the proximal end as well. Information available indicated that the subject coil was confirmed to be in good condition prior to use. It is possible that the delivery wire was damaged during unpacking or preparation of the device. Based on the information available and analysis of the device, an assignable cause of handling damage will be assigned to the reported and observed issues.

Event description:
It was reported that during the procedure the last 4mm of the coil delivery wire broke. The broken device was retrieved out of the microcatheter. There was no clinical consequence to the patient due to the reported event.